Event description:
It was reported the one of the patient's leads had migrated. Surgical intervention was undertaken during which the existing leads were explanted and replaced. Therapy was restored post-surgery.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000063290.